Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 3.5 months after the dental implant and abutment were placed in ada site 26 in the mouth, the implant did not achieve integration in type iii bone. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 3.5 months after the dental implant and abutment were placed in ada site 26 in the mouth, the implant did not achieve integration in type iii bone. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).